Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter had a casing issue. The complaint was classified based on the conversation the customer care advocate (cca) has with the pt. The pt tests his blood glucose twice daily and he manages his diabetes via lantus insulin. The pt indicated that the reported issue began in the same month, at an unk time. During that time, the pt indicated that someone ran over the subject meter with a car (use error). The meter was completely broken down, he reportedly could not use it anymore, and he did not have another meter to test with. He stated that he was taking the insulin without knowing what the actual blood sugar was. As a result of the reported issue, the pt reportedly took more food and/or drink. Approximately 2 weeks after the reported issue, the patient reportedly experienced symptoms of hypoglycemia and reportedly called the emergency services. He reportedly tested "22mg/dl" on the emergency medical service meter and reportedly was treated with IV glucose. During the call, the pt also mentioned a sample collection issue with the lancing device, which occurred in the same time frame, but the cca could not determine which lancing device the pt was using. Replacement products were sent to the pt. Based on the provided info, this complaint is being reported because the pt allegedly developed symptoms and received treatment from the emergency services, which could be suggestive of a hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.